Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the handle ring was broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct endoscopic retrograde cholangiopancreatography (ercp) stone retrieval procedure performed on (B)(6) 2023. During the procedure, the thumb ring broke. There was a stone inside the basket at the time, however it is unknown how the stone was removed from the basket. The procedure was completed with the original device. There were no patient complications reported as a result of this event.